Event description:
During follow-up, undersensing and noise resulting in oversensing were observed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.